Manufacturer narrative:
As neither the product catalog number nor the lot number of the subject device has been provided to date, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one week post stent deployment in the sfa, the patient presented with leg pain and the stent was found to be twisted and fractured. A lysis was performed for treatment and another stent was placed. However, the patient presented again with leg pain. The physician stated a fasciotomy of the calf was performed post vascular stenting.

Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the image provided (photo of the x-ray screen), no stent twisting could be identified. The image shows a part of the stent with a deformation like a twisting in one area. A stent fracture could not be identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, no issues during the initial stent placement were reported. On the basis of the information available and the evaluation of the image, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent. Furthermore, the IFU recommends pre-dilation and post-expansion.